Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer stated that the contact lenses tore during use and resulted in a corneal ulcer in an unspecified eye. The consumer also reported that the contact lenses were already torn in the package. It is unclear whether the consumer wore the lenses after noticing they were torn in the package. The consumer stopped wearing the contact lenses. No information about medical treatment was reported at this time of report. The current status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided, and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).